Event description:
It was reported that during a lap chole procedure that 6 clips were used. The 3rd clip was very loose, easily removed with the tips of graspers. It was pulled off very easily. The first clip loosed. It was on the specimen side of the cystic duct. Fluid started leaking out between the jaws of the clips. The surgeon reclipped those two areas with the er320. Then he used the ligamax5 for tiny vessels afterward. The surgeon used the clip applier perfectly. Was not user error. No patient consequence. Case completed with another device of the same product code. Device discarded.